Manufacturer narrative:
D10: (B)(6) - 200-02-32 - three peg patella 32mm; (B)(6) - 012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; (B)(6) - 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01322, 1038671-2023-02147. The reason for the revision reported may be the result of the reported pain, swelling, and instability; these may have been caused by prosthesis wear, implant loosening, or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component and the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. The malalignment may have contributed to the loosening, or the loosening may have caused the malalignment, however, the sequence of events cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 122 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, joint laxity, pain, and swelling/edema. No further issues or complications were reported. No additional information is available.